Manufacturer narrative:
A ge service rep performed an onsite investigation. The system software was evaluated and allowed to completed the file systems check process. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a system lock up and a system boot failure. No pt or user injury was reported.